Event description:
It was reported that in (B)(6) 2013, the patient presented with lower back pain. The patient underwent discectomy, transforaminal interbody fusion, posterior fusion, posterior spinal instrumentation, and a tlif at l5-s1. The patient was implanted with rhbmp-2/acs. Post-surgery, the patient continued treating with the surgeon until (B)(6) 2013. The patient currently experiences severe pain in her lower back.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.